Event description:
Reference number (B)(4) event occurred in the united states it was reported that patient faced infusion set cannula kinked event on 22-jul-2024 after 3 hours of insertion and was hospitalized. Insertion site was abdomen. Patient regularly rotate site location.blood glucose at the time of event was displayed high. Furthermore patient confirm the introducer needle was ahead of the cannula prior to insertion. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available